Manufacturer narrative:
Although the investigation is still in process, the manufacturing batch records and quality control release testing for kit part number 190-000/ lot 1010485 and test base part number 190-430/ lot 1010485 were reviewed. This lot met the required release specifications. A supplemental report will be submitted after full investigation is complete.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a positive result on ID now covid-19 assay (date of test was not provided). Repeat testing of a new sample with ID now covid-19 assay using 2 different ID now instruments generated negative results. Confirmation testing information was not conducted according to the customer. The customer indicated that the initial positive result almost closed the business, as the patient was an employee of (B)(6). No information was reported regarding death or serious injury based on the ID now covid-19 result. No additional patient information, including treatment and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1010485 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1010485 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert.